Event description:
The event is reported as: the staples did not form properly in the middle of use. No patient injury reported.

Manufacturer narrative:
The sample was returned for evaluation and sent to the manufacturing site. The results of the evaluation were not available at the time of this report.